Event description:
It was reported that an increase in threshold was observed. The lead was explanted when reposition was unsuccessful.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.